Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter cuff comes off due to natural water drainage.

Manufacturer narrative:
The reported event was confirmed- manufacturing related. The reported failure was able to reproduce. Based on the evaluation, it was observed that water leaks from the catheter valve during water inflation. Sample was evaluated and found crack on valve. It is highly suspected that during the valving process, double valving happened that caused the valve to be damaged/ broken. A review of the manufacturing process indicates that the process can produce of this type of defect. This complaint is manufacturing related. A potential root cause of this failure mode could be due to incorrect air pressure setting for valving process. The labeling and instructions for use were found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Correction: d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter cuff comes off due to natural water drainage.